Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately noon. The patient reportedly manages her diabetes with insulin (unknown type/dose) and is a self adjuster. The patient denied making any changes to her medication in response to the alleged issue. The patient claimed that approximately 2 days later, she developed symptoms of a "dry mouth, frequent urination and dizziness". The patient reportedly went to the urgent care clinic on the morning of (B)(6) 2013 but denied receiving any treatment for her symptoms. It is not known if her blood glucose was tested while there. At the time of troubleshooting, the cca noted that the subject device was being used for the first time. The patient was using the correct test strips. The meter powered on with the power button, as well as the test strip and the issue was resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.